Event description:
The customer reported to olympus during preparation for use, the main lamp does not ignite, but spare lamp does work on the evis exera ii xenon light source. There was no delay reported and the procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty ignitor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is estimated that the reported phenomenon ¿main lamp does not ignite but spare lamp does work¿ occurred due to faulty ignitor. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.